Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition while in the high or low volume setting. The pump was returned to the biomedical engineering department with an unsigned note stating, "malfunction." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition while in the low or high volume setting. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.